Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was noted to have movement issue. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was further investigated identifying the displaced clamping pulley. It was noted that the grip cable corresponding to the clamping pulley that was displaced with respect to the input disk shaft was loose, leading to the imprecise motion observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the fenestrated bipolar forceps to have a displaced clamping pulley on input #6 (grip). The shifted position lead to problems in movement. An inspection of the clamping revealed a tightened screw. The complaint was confirmed by failure analysis.